Event description:
The device was returned due to a failed downstream occlusion (dso) calibration. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective and the air detector was damaged. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact day/month was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a ripped downstream occlusion (dso) seal, a defective dso sensor and a damaged air detector. The dso seal, sensor and air detector were replaced to fix the issue.